Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. The blood glucose reading at time of call was 640 mg/dl. It was stated that the customer got frequent no delivery alarms, but she did not change the infusion set, and attempted to bolus. Troubleshooting was performed. Reviewed the programming and found that the daily totals were much lower prior being hospitalized. Ran a fixed prime test and the insulin did exit. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.